Event description:
According to the information, the device was not inflating properly.

Manufacturer narrative:
According to the available information this inflatable penile prosthesis was implanted in 2001 and removed/replaced in 2006 due to the device not inflating properly. A pump, two cylinders and a lockout reservoir were received for evaluation. Examination and testing of the returned components revealed no functional abnormalities. Because no functional abnormalities were observed, qa cannot determine the cause of the reported event.